Manufacturer narrative:
Device manufacture date not available at time of this report. The 8mm too deep inaccuracy occurred after using a tip extension in the software. However, the user alleged that the tip extension feature had been turned off when the inaccuracy occurred.

Event description:
A site rep reported an alleged inaccuracy during a ventriculostomy. Following a successful point-merge registration, the surgeon noted an inaccuracy of approx 8mm when probing the area of the burr hole. The surgeon alleged that the navigation display showed the tip of the axiem stylet to be 8mm deeper than it actually was when touching the surface of the skull near the bur hole. The site rep stated the pt tracker was located approx 6cm from the burr hole, and that when the flesh under the pt tracker was depressed, navigation became accurate. The pt had excess adipose tissue which may have attributed to the inaccuracy if the flesh was compressed when the scan was taken. The surgeon opted to complete the surgery without use of the axiem portable system. There was no impact on the pt outcome.